Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown, and therefore will be reported out of an abundance of caution. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after flow reversal was established, the physician was unable to cross the lesion to perform intervention due to challenging anatomy, prompting the physician to convert the procedure to carotid endarterectomy (cea). It was noted that post-operatively, the patient experienced an embolic stroke. Reportedly, deficits from a stroke that occurred prior to the tcar procedure had worsened, and the symptoms lasted longer than 24 hours. At this time, it is unknown if the reported failure is related to procedural issues or a silk road medical device failure, hence, the event will be reported out of abundance of caution.